Manufacturer narrative:
Product ID 7482 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID 7426 lot# serial# (B)(4), implanted: 2002 (B)(6), product type implantable neurostimulator product ID 3389 lot# j0209995v, implanted: 2002 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID 3389-40 lot# j0209995v, implanted: 2002 (B)(6), product type lead (B)(4).

Event description:
The patient¿s health care provider (hcp) has not seen the patient since (B)(6) 2009 and has no information regarding the event.

Event description:
It was reported that the patient passed away. The death was not related to the device therapy. The certificate indicated the cause of death was complications related to parkinson¿s disease. It was thought that the cause of death was more related to the stroke he had right before his death. He has had two strokes before. The device did help him a lot. Additional information has been requested.